Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("came out of the fallopian tube and is in my uterus") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced device expulsion (seriousness criteria medically important and intervention required). The patient was treated with surgery (have to have a hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("came out of the falopian tube and is in my uterus") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal surgery (have to have a hysterectomy).). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: patient date of birth added; suspect product essure removal information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("came out of the falopian tube and is in my uterus") in a 36 year-old female patient who had essure inserted (lot no. C18747) for female sterilisation. The patient had a medical history of endometriosis, adenomyosis, paratubal cyst, paratubal cyst, endometriosis, fallopian tube cyst, device migration (previously placed essure implant that migrated out of the fallopian tube.), dysmenorrhea and pelvic pain. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. The reporter commented: small normal anteverted uterus at this point the essure spring was noted to extrude through the cervical os. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: spillage of contrast from right fallopian tube, improved compared to prior exam. There is spillage of contrast adjacent to the left fallopian tube however contrast does not extend to the distal aspect of fallopian tube. This may be due to small tear in the proximal aspect of the left fallopian tube. [Pathology test] on (B)(6) 2022: finalpathologicdiagnosis: uteras, cervix, bilateral fallopian tubes and ovaries hysterectomy: disordered proliferative endometriam. Adenomyosis. Benign endo-ectocervix. Benign ovaries with cystic follicles. Bilateral, benign fallopian tubes with paratubal cysts and focal endometriosis [ultrasound pelvis] on (B)(6) 2022: displaced right essure metallic coil implant device, now within the endometrial canal, lower uterine segment. Satisfactory positioning ofthe left essure implant within the fallopian tube reviewed findings with patient. She wants to pursue hysterectomy and salpingectomies, is currently undecided on oophorectomy- for dysmenorrhea and pelvic pain related to migration of essure implant. I also reviewed that she needs effective contraception as right tube may be patent. Patient will start yaz today as her lmp started last week. Patient wants to have the surgery in late october or november. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: mr received: lot number, reporters information patient medical history and surgical pathology reports were added.and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("came out of the falopian tube and is in my uterus") in a 36 year-old female patient who had essure inserted (lot no. C18747-invalid) for permanent contraceptive tubal implant. The patient had a medical history of endometriosis, adenomyosis, paratubal cyst, paratubal cyst, endometriosis, fallopian tube cyst, device migration (previously placed essure implant that migrated out of the fallopian tube.), dysmenorrhea and pelvic pain. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). The reporter considered device expulsion to be related to essure administration. The reporter commented: small normal anteverted uterus at this point the essure spring was noted to extrude through the cervical os. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: spillage of contrast from right fallopian tube, improved compared to prior exam. There is spillage of contrast adjacent to the left fallopian tube however contrast does not extend to the distal aspect of fallopian tube. This may be due to small tear in the proximal aspect of the left fallopian tube. [Pathology test] on (B)(6) 2022: finalpathologicdiagnosis: uteras, cervix, bilateral fallopian tubes and ovaries hysterectomy: disordered proliferative endometriam. Adenomyosis. Benign endo-ectocervix. Benign ovaries with cystic follicles. Bilateral, benign fallopian tubes with paratubal cysts and focal endometriosis [ultrasound pelvis] on (B)(6) 2022: displaced right essure metallic coil implant device, now within the endometrial canal, lower uterine segment. Satisfactory positioning ofthe left essure implant within the fallopian tube reviewed findings with patient. She wants to pursue hysterectomy and salpingectomies, is currently undecided on oophorectomy- for dysmenorrhea and pelvic pain related to migration of essure implant. I also reviewed that she needs effective contraception as right tube may be patent. Patient will start yaz today as her lmp started last week. Patient wants to have the surgery in late october or november. According to bayer qa, the lot number c18747is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: update of information (batch is invalid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('came out of the falopian tube and is in my uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (have to have a hysterectomy). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.